Manufacturer narrative:
The hillrom technician thoroughly inspected the bed exit alarm and could not duplicate alarm not working. The progressa bed exit alarm is functioning as designed. The hillrom technician in-serviced the staff at the account on the progressa bed exit system. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating the bed exit was not alarming at the nurses station. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hillrom technician has been sent to evaluate and repair the bed. It is necessary for the progressa¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Examine and test the communication junction box. Make sure the sidecom® communication system feature works correctly. Examine the communication cable, include the male and female pins in the plug. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hillrom received a report from the account stating the bed exit was not alarming at the nurses station. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).